Manufacturer narrative:
Investigation summary: the event product was returned to applied medical for evaluation. Upon inspection, engineering was able to confirm the complainant's experience of bent obturator tip. No melting was observed as described by the customer and there were fractures near the bend. The wall thickness near the bend was measured, and it met specifications. Engineering was able to replicate the complainant's experience by applying force on a similar obturator with the tip against a hard surface. The likely root cause of the bent obturator tip is due to the tip being pressed against a hard surface. Applied will continue to monitor its vigilance system for trends and take appropriate actions as necessary to ensure the performance and safety of its products. This report is being filed as a result of a re-review of applied medical complaints received between (B)(6) 2014 and (B)(6) 2016. This retrospective review was associated with a quality management system (qms) compliance action plan developed and presented to FDA to address an april 10, 2015 warning letter. Applied medical has revised its MDR reporting criteria to be more conservative and has improved complaint handling and MDR reporting processes. The reviews ensured that recent reportable events were appropriately identified and reported to the designated regulatory authority(ies). This report, which represents the initial and final reports combined, is being submitted based on the findings of that retrospective review.

Event description:
Procedure performed unknown: "the tip is bent so could not put trocar threw the abdominal wall. Looks like it was melted. We just opened a new trocar and went on with the case this is all the information." Additional information received via email from customer on (B)(6) 2016: trocar was used on the patient. The bent tip was observed after usage when it was pulled back. The procedure could have been a lap chole or appy. Patient status: "fine."